Event description:
In 2004, the international distributor informed the manufacturer's international representative of the following: difficult to withdraw the partially deployed needle in the liver causing skin burns by the abnormal hot needle body.